Event description:
Boston scientific received info that during a routine f/u, this right ventricular (rv) lead exhibited pacing impedance measurements of 100 ohms with intermittent capture. Additionally, while performing isometrics a few sensed beats were dropped. The lead was tested in unipolar which yielded an impedance measurement of 260 ohms. However, the pt experienced muscle stimulation in unipolar. Boston scientific technical services (ts) discussed potential lead crush. No adverse pt effects were reported. The local area sales rep was contacted for add'l info. No further info is available at this time and records indicate that this lead remains in service. Should add'l info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.